Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. In addition to what were previously alleged, pfs alleges physical injury, limited mobility, sleeping difficulties and difficulty in performing daily activities. After review of medical records for MDR reportability, it was stated that the patient was revised to address pain due to elevated metal ion levels. Revision notes reported a very mild clear-yellow effusion. There was no evidence of obvious failure, subsidence, osteolysis or loosening. Clinic visits noted that mild swelling in the left hip. Surgical pathology reported fragments of dense fibroconnective tissue with focal chronic inflammation and hemosiderin laden macrophages; specimen taken on (B)(6) 2016. It was determined that the previously reported stem is not from depuy. Doi: (B)(6) 2008; dor: (B)(6) 2016; left hip.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation record received. Litigation alleges pain, discomfort and elevated metal levels. It was also indicated that there was additional disability and complication. Doi: (B)(6) 2008; dor: (B)(6) 2016; left hip.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear, metallosis, and elevated metal ions.